Event description:
The suture was used during an unspecified procedure. Reportedly the needle broke during the procedure and could not be found in the patient's cavity. An x-ray was performed the needle still could not be found.